Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the forceps elevator has foreign material and the light guide lens is dirty on the inside. Other observations for the device are: adhesive on distal end rubber coating (a-rubber) is detached and adhesive around light guide lens is dirty. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for annual inspection. There is no patient involvement and no reported harm to any patient. Upon evaluation of the returned device, it was observed that the forceps elevator has foreign material and the light guide lens is dirty on the inside. This medwatch is being submitted for the reportable issue of foreign material in the forceps elevator and the light guide lens being dirty on the inside as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information provided stated, the customer sent the device for annual inspection at workshop and did not inform or register any complaint or issue. The cleaning, disinfection, and sterilization (cds) staff was trained by an olympus field service engineer (fse), during installation. The customer very rarely uses the device for (endoscopic retrograde cholangiopancreatography (ercp) and the possibility of in-adequate reprocessing owing to improper use of brushes on distal end cannot be denied. It has been confirmed from fse team that customer also tend to miss out using air-water channel cleaning adaptor. Furthermore, it was stated precleaning was delayed after the procedure, but manual cleaning was performed within the hour after procedure. The customer does perform the following steps: the forceps elevator moved to raise and lower 3 times in water during aspiration, the forceps elevator was brushed, the forceps elevator operated in the local detergent solution, the forceps elevator flushed was appropriately and the distal end was flushed with maj-2319. The customer does not use any aer. No further information is available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material could not be identified. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Additionally, light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping at distal end of the device, etc. And/or chemical stress by chemical solutions, eventually resulting in humidity invading the lg lens which led to corrosion. Therefore, root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.